Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. This medwatch report is associated with MDR # 1713747-2013-00193.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed, blood strips were used and they tested positive and the machine alarmed. Estimated blood loss was 300cc's. Patient had no adverse effects. Sample has not been returned to the manufacturer.